Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.64 at 33 months of implant. Technical services discussed the shortened replacement window ((B)(4) 2007) advisory and that it appeared to be a low monitoring voltage for this device and recommended performing a save to disk to verify when middle of life 2 (mol 2) was reached. It was noted that the patient had already left the clinic, thus ts recommended checking the device again in one month and obtain a save to disk at that time. There were no reported adverse patient effects.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and will not be returned for evaluation as the patient was given the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.